Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'failed upstream test' which was reproduced. Evaluation performed upstream occlusion testing and found the device failing. The cause was the ultrasonic sensor being out of specification and failing testing. The reported condition was verified. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which had a failed upstream test. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.